Event description:
It was reported that the patient experienced recurrent nocturnal hypoglycemia while using the ilet, with low time in range exceeding 4 percent and discussion of a possible factory reset; the spouse noted multiple comorbidities including chronic pancreatitis, a minimal diet, and other conditions that may contribute to lows, and the patient remains in contact with a healthcare provider while exploring palliative care. Symptoms included asymptomatic low glucose episodes. Outcomes included self-treatment of lows with fast-acting carbohydrates, continued device use, and no hospitalization. Investigation included troubleshooting and education by support personnel and discussion of device reset as a mitigation. Investigation of this case revealed no device malfunction, with hypoglycemia attributed to unclear causes in the context of complex clinical factors and dietary limitations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.